Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found at end of life (eol) upon interrogation at routine follow-up. It was noted that the device indicated 2 years remaining longevity at the patient's previous follow-up approximately 6 month earlier. Daily measurement data indicated right ventricular (rv) lead autocapture had been unable to obtain a consistent successful threshold value since approximately 2 months prior likely resulting in increased output and subsequent rapid battery depletion. Despite pacing at vvi 50 upon declaration of eol the patient did not experience any adverse effects. A revision procedure was performed wherein the device was explanted and replaced without complication.